Manufacturer narrative:
Clarification d4: serial numbers (B)(6) and (B)(6) were reported, sides unspecified. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "might have a deflation on an unknown side". This record is for the unknown side. Device remains implanted.